Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that this suture has had the tip break off recently in 3 different cases. There was no injuries or adverse event to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/11/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: -could you clarify which component was broken: the suture or the needle, or was the suture detached from the needle? On three separate occasions, the needle tip broke off during skin closure. On a separate occasion, the suture detached from the needle -when was the suture needle broken (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify on all three occasions, it was during tying of the knot. The needle tip was located each time and was not left in the patient's body. The detachment of the needle was also during knot tying -did any needle piece fall inside of the patient? If yes, what efforts were made to retrieve it? Was it retrieved during the same procedure? See above - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided we do not have the box of sutures to send to you. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.